Event description:
It was reported that on (B)(6) 2014, the pt child had the chemotherapy by PICC in hosp. At 4pm in the afternoon on (B)(6) 2015, the nurse removed the tube for the child. After a section of the catheter was removed, the catheter was broken. The nurse pulled out the exposed tube and the longitudinal section was split into three strips (as) showed in the rightmost part of the following figure). There was still 17.5 length of tube left inside the body. After the upper arm was tied up with the tourniquet, the vascular surgery doctors were invited to conduct the blood vessel exploration. As the pt child has low platelet counts, at 7 p.m. On (B)(6) 2015, conducted the blood vessel exploration in the operating room. After the operation, about 10 cm catheter was removed out. The catheter in the axillary vein-subclavian vein-superior vena cava was not removed and still was left inside the body.

Manufacturer narrative:
A lot history review (lhr) of rexh0568 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.